Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 4704 ml during drain number one of treatment. This drain volume is 248% of the patient's largest prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed no fluid leak occurred and no allegation was made against the cycler set. The patient stated they experienced slow drains during drain 0 and drain 1. The patient stated they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient will continue with pd therapy upon receipt of the cycler replacement. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 4704 ml during drain number one of treatment. This drain volume is 248% of the patient's largest prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed no fluid leak occurred and no allegation was made against the cycler set. The patient stated they experienced slow drains during drain 0 and drain 1. The patient stated they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient will continue with pd therapy upon receipt of the cycler replacement. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the front panel display touch screen was loose. There was a gap with the front panel bezel. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler per (p/n (B)(6)).no fluid leaks in the test cassette during the treatment test. System air leak test and valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. The 4 front panel assembly screws at the back of the display enclosure were tight. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event was confirmed. The cause was traced to component failure because physical separation of the touch pad with the front panel bezel. The reported overfill and draining slowly message symptoms were not confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 4704 ml during drain number one of treatment. This drain volume is 248% of the patient's largest prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed no fluid leak occurred and no allegation was made against the cycler set. The patient stated they experienced slow drains during drain 0 and drain 1. The patient stated they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient will continue with pd therapy upon receipt of the cycler replacement. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b1.